Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a weird noise when the customer rewinds the insulin pump and the reservoir will not lock in place. Customer noticed the issue at night when she went to sleep and woke up with high blood glucose. Customer's blood glucose was 500 mg/dl. Customer was feeling weird and noticed that the reservoir was sticking out. Customer was unable to troubleshoot for high blood glucose due to issues with rewinding. Customer stated that she has never heard the pump make the noise before when she rewinds. Customer was able to rewind but stated that the reservoir will not lock in place. Customer stated that there was no damage to the pump. Customer was advised that the pump will need to be replaced.